Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse cleaned the wbc aperture and the instrument ran without any errors. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered the white blood cell, wbc, aperture 1 was voting out intermittently from a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.